Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The service engineer (se) inspected the device and replaced the omni filter to address the issue. The device passed all testing.

Event description:
It was reported that the ventilators tidal volume is low. No patient involvement. Event date not specified; estimate used.